Event description:
368 days after a coronary artery drug eluting stenting treatment procedure the patient underwent a target vessel re-intervention (tvr). The index procedure treated two lesions both 80% stenosed with mild calcification and mild tortousity. Target lesion 1 was 2.5mm vessel diameter, 22mm long, located in the distal left circumflex (lcx). It was predilated with an angioplasty balloon at 10 atms and was implanted with a taxus express2 2.50x24 mm drug-eluting stent. Target lesion 2 was 3.5mm drug-eluting stent. Target lesion 2 was 3.5mm vessel diameter, 10mm long, located in the proximal lcx. It was not predilated and was implanted with a taxus express2 3x12mm drug-eluting stent. Post implant, both patient was discharged 1 day post-index procedure receiving aspirin and clopidogrel. The patient was admitted to the hospital 368 post-index procedure for treatment of diffuse in-stent restenosis with a coronary artery bypass procedure (CABG). He was discharged 8 days later. In the opinion of the physician a relationship to the stents has not been established.